Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient suffered a loss of stimulation. Patient reported experiencing tightness around the neurostimulator (ins) and jolting on the right side. It was stated that patient has a whole list of side effects such as pain, rigidity and dyskinesia. It was also stated that the patient met with a healthcare professional the day before this report. It was reported that patient has bi-lateral and is going to increase left side and reduce setting on right side. It was reported that the patient can sometimes feel the buzzing, uncomfortable sensation in various parts of the body when touching their scalp. It was noted that this mostly occurs when medicine for dystonia or stiffness wears off. It was noted that the sensation is usually not noticeable when patient is on their medicines. It was noted that the patient had voltage changed to bipolar and that was initially helpful. Patient reported being at 2.4 volts bilaterally, and cannot go any higher without side effects. It was reported the patient had extreme difficulty functioning because of sensations and involuntary movements. It was also noted that if the patient stays lower then they get stiffness and dystonia. Patient reported monitoring and consulting with a neurologist.

Manufacturer narrative:
Patient weight updated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported intermittent/erratic therapy since implant on (B)(6) 2016. It was stated that occasionally when they touch their head they would feel a buzzing and unpleasant sensation. The patient also feels uncomfortable stimulation if it is increased too high and it takes them a while to get used to it. Follow up information received from the healthcare provider (hcp) on (B)(6) reported that the cause of the buzzing sensation and uncomfortable stimulation has not been identified. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that the cause of the jolting, loss of stimulation and sensation being felt in various parts of the body was not determined, but that the symptoms had resolved on their own without any interventions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient, reporting that the sensations occurred erratically right after surgery as the voltage increased. The sensations were described as sensitive spots on the patient's scalp, overstimulation of various nerves over entire body, and unpleasant but not painful headaches. The patient reported that symptoms disappeared when their stimulation was changed to bipolar settings and increased as voltage increased. The patient reported that presently, the voltage stays constant at 2.4 v bilaterally. The patient reported that they were examined by a healthcare provider and the program settings, parameters, and modes were found to be ok. The patient reported that the most concerning sensations to them were those felt underneath the ins. The patient reported that these sensations occurred primarily when the patient's medications were wearing off, which corresponded to a high degree of rigidity of muscles. The patient reported that the lead extensions in their neck were very taut correspondingly.